Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that loose connection in bus cable to 2.2. A field service engineer(fse) fixed the bus cable and confirmed that there was no error. The fse confirmed the customer was successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.